Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the map was not shown on the screen when the user tried to dispense medication. A field service engineer found that there had been no issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system's medication map was not shown on the screen when the user tried to dispense medication. It was sporadic. Sometimes it showed, sometimes it did not. There were no adverse events or injuries reported based on this incident.